Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the buttons of the insulin pump are unresponsive. Customer's blood glucose level was 107 mg/dl at the time of the incident. Customer reports that the insulin pump was exposed to moisture. Troubleshooting did not resolve issue. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump received with blank white display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.